Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacemaker is a "yo-yo pacemaker" and said sometimes they can find it and sometimes they do not. Patient also stated that "it moves around" and they feel "pressure near the implant site". The patient stated that they are "real concerned about those leads" and inquired if they have become dislodged. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.